Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, the pulse generator could not be interrogated. The device was explanted and replaced. No other information was available.

Manufacturer narrative:
(B)(6).